Event description:
On (B)(6) 2024, this patient underwent an emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk ipsilateral leg endoprosthesis was deployed below the renal arteries, a gate cannulation was attempted. However, the proximal of the contralateral gate seemed narrow, and a guidewire could not be advanced through the site. Multiple attempts of the gate cannulation were done but not successful. It took a long time. Eventually, the procedure was converted to an open surgical repair, and the trunk ipsilateral leg endoprosthesis and an aortic extender endoprosthesis were explanted. The patient tolerated the procedure. Reportedly that the distal of the device gate was open, but the proximal was kinked. The physician reported that the guidewire could not be advanced into the gate. Additional information received on june 14, 2024: on (B)(6) 2024, the patient expired. Cause of the patient death and circumstances leading to death are not available. The physician's comment: it was a gate cannulation difficulty on the emergency evar on (B)(6), resulting in prolonged balloon-occlusion time of the aorta. The patient's original condition was serious. Even if open surgery had been performed, it may have been difficult to survive.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H3: code "other" was selected as the medical device was not available for return. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: death, conversion, incomplete component deployment w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.